Manufacturer narrative:
Concomitant medical products: 19588 lead, implanted: (B)(6) 2012. 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an alert coming from their cardiac resynchronization therapy defibrillator (crt-d). The following day it was reported that the patient had received inappropriate high voltage therapy. It was additionally noted that the right ventricular (rv) lead exhibited oversensing/noise on the electrograms (egm) and a confirmed fracture. The rv lead was initially programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.